Manufacturer narrative:
H11: internal complaint reference: case-(B)(4).

Event description:
It was reported that during a procedure, the buttons on the mdu were broken and did not pop back up once pressed down, it made the handpiece to run continuously. The button had to be pulled up to shut the device off. The procedure was completed using a smith and nephew back up device. There was a 5-min delay, and no further complications were reported.

Manufacturer narrative:
H11: h2: h3, h6: the device was received; however, a physical evaluation was not possible as the product was inadvertently misplaced. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.